Event description:
It was reported that one month post implant, no capture was observed and sensing thresholds and pacing lead impedance had decreased. The pocket was opened and the lead tested normal via an analyzer. The physician suspected perforation. The sense/pace portion of the lead was capped and replaced. The defib portion remains implanted and functioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reported late.